Event description:
It was reported that the unspecified bd ultra-fine 4mm pen needle experienced difficult operation or was not working/functioning. The following information was provided by the initial reporter: bd ultra -fine 4mm(5/32) x 0,23mm (32 g) that presents issue, the pen gets locked and does not come out the correct units.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter phone #: an additional phone # was provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd ultra-fine 4mm pen needle experienced difficult operation or was not working/functioning. The following information was provided by the initial reporter: bd ultra -fine 4mm(5/32) x 0,23mm (32 g) that presents issue, the pen gets locked and does not come out the correct units.